Event description:
I got wrist surgery and titanium hardware implanted (B)(6) 2022. Since then, I have seen a neurologist, cardiologist, rheumatologist and a functional medicine doctor. I have been diagnosed with hypothyroid, autoimmune disease, and sibo (small intestinal bacterial overgrowth) (B)(6) 2023. My symptoms are getting increasingly worse. I have trouble breathing, chronic sinusitis, chest pain, fatigue, food intolerances, allergic reactions, skin breakouts, swollen lymph nodes, pots symptoms, joint pain, heart rate abnormalities. Through my experiences and research, I believe I am reacting to my titanium implant.